Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked right plunger case. Event history log review confirmed check clutch/plunger lever error occurred several times. Functional testing was able to replicate the reported issue. The root cause was determined to be the clutch halves and lead screw. The lead screw, clutch spring, and both clutch halves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had a check plunger error. There was unknown patient involvement.